Manufacturer narrative:
Getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse could hear a loud clunking noise from the pneumatic drive assemble. The fse has replaced the manifold drive this corrected the low vacuum alarm and the noise. The unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) had low vacuum alarm. No additional information available in reference to circumstance of occurrence or patient involvement. No adverse event reported.